Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: phone.

Event description:
Reported 15 false positive flu b result out of 127 asymptomatic patients. Most results were unconfirmed, but some were confirmed by another rapid antigen assay.